Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead was extrinsically over-rotated. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the physician experienced placement difficulty with the right ventricular lead. It was also reported that the helix did not extend after more than forty turns. Another lead was implanted. No patient complications have been reported as a result of this event.